Manufacturer narrative:
The stated reason for return that the device sometimes turns off by itself was unable to be confirmed. It was noted that on incoming testing the device failed its "over voltage current measurement" test however on the 16-hour long-term test it passed. The unit was cleaned and inspected, it was tested and calibrated on the automated test system and it passed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at times the external pulse generator turned off by itself. The generator has not been received into service. There was no patient involvement. It was further reported that the device was returned to service.